Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clip would not fed into the jaw properly, and then the clip fell out. Another device was used to complete the case. There were no adverse consequences to the patient.